Event description:
A (B)(6) male admitted on (B)(6) 2015 secondary 2 degree to delirium. On (B)(6)2015 staff noted concern on l medial malleolus. Woc aprn assessed and found stage ii hapu likely due to cam boot. Pt admitted with cam boot. On 10/05/2015, hapu progressed to stage iii due to infection of wound. Cam boot discontinued. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: diabetic foot w/poa wound.